Event description:
A follow up call was made and the customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 420mg/dl. The customer stated that he had work a fifteen hours shift and his glucose level was 100mg/dl early in the morning, but it increased over 300mg/dl throughout the day. When he got home, it was 370mg/dl; then he treated himself with a manual injection instead of using the insulin pump and his blood glucose continued climbing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.